Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under all key contacts and the display screen was found to be scratched. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was torn off exposing all the buttons contacts and the symbols were worn. The up, down and ok buttons responded appropriately. The contrast button was found to be missing. Evaluation revealed that the lens was found to be scratched. (B)(6). Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.